Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent a revision surgery for rod revision at l1-l2, require rod change and rod connector.patient already had implants in from t2- pelvis with several screws missing throughout the middle of the construct. Plan was to replace screws in the lower half of the patient with other screws,then add axial connectors to the existing upper construct and place screws on the lower half. Intra operative a set screw stripped while using with smartlink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.